Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event. Explant date: (B)(6) 2021.